Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dislodge occurred and the valve was difficult to recapture. The valve was eventually able to be recaptured but during the process, the delivery catheter system (dcs) handle separated into two pieces. Subsequently, the valve was recovered from the patient and a second valve was successfully implanted. No adverse patient effects were reported.